Manufacturer narrative:
Customer repaired and is still using the device and will not be returning the device to us for eval.

Event description:
Bolt broke off of amplifier arm causing the amplifier to drop. The amplifier could have dropped onto pt.